Event description:
Customer had one pt sample with a high ckmb result of 6.5 ng per ml, with normal ck and troponin t results. The same sample has been repeated at other laboratories and yielded the same high ckmb results. A second sample obtained (B) (6) 2009 from this pt was also tested, gave a ckmb result of 6.50 ng per ml. The sample was also tested on a beckman access mass method and beckman cx9 activity method and similar ckmb results were obtained. Exact data and date of testing was not provided for repeat testing of initial or second sample. The pt has no clinical symptoms which would relate to the high ckmb results. No info to determine if the pt was adversely affected. If additional info is received, appropriate notification will be provided.